Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), menstruation irregular ("irregular bleeding") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, migraine, menstruation irregular, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), menstruation irregular ("irregular bleeding") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, migraine, menstruation irregular, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.